Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). (B)(4). Part number 08.803.131s made on work order (B)(4) and lot number 7407641 had no ncr's. Material (B)(4) from which these parts were made had no ncr's and certificates were found to be in order. The 08.803.131s is a component assembled with (B)(4), part number 889.961.04. Part number 889.961.04 made on work order number (B)(4) and lot number 7247009 had no ncr's. Material (B)(4) from which this component was made had no ncr's and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: opal spacer has moved and is now irritating the patient¿s s1 nerve. Original surgery was performed on (B)(6) 2013 by the surgeon at (B)(6) hospital. They do not know if the device is broken. The device is still implanted in the patient the surgeon intends to operate on the patient and remove the device. No operation date has been scheduled as of this time. This is 1 of 1 report for complaint (B)(4).